Event description:
The device was originally implanted via v-p shunt to the patient with spina bifida when she was (B)(6) and it was replaced in 2008 when she was (B)(6). The device that is implanted for the second time is replaced on (B)(6) 2014, and the removal operation was conducted due to the suspected occlusion of the valve. The setting pressure of the removed device was 100mmh2o. The patient has been treated with external drainage and the revision surgery will be conducted by the end of this week.

Manufacturer narrative:
The device was returned for evaluation. The investigation of the returned device did not confirm the problem reported by the customer. The lot number is cjccfp serial number (B)(4), product code 82-3100. -the position of the cam when valve was received was 30mmh2o. The valve was visually inspected; needle holes at the needle stop plaque were noted and between the valve mechanism casing and the distal connector, as well it was also noted that the distal connector has been crushed. This could have happened during ex-plantation, but this could not be determined. The valve was irrigated with purified water. No occlusion was noted. The valve was dried. The valve was leak tested; the valve leaked from the needle holes, no other leaks were noted. The valve was reflux tested, the valve passed the test. The valve was tested for programming; the valve passed the test. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve, product code 82-3100 with lot number cjccfp, conformed to the specifications when released to stock on the 27th march 2008. No root cause could be determined, as the problem reported by the customer could not be duplicated. The crushed distal connector did not seem to effect the functioning of the valve. No corrective action is needed based on the results of the evaluation. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Manufacturer narrative:
Upon completion of investigation a follow up report will be filed.